Event description:
It was reported that the device was presenting with occlusion issues. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Top case was found cracked. Occlusion - check infusion line was found in pump event history log. Reported problem was unable to be duplicated during occlusion test. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: clean and re-assemble drive train as preventative maintenance